Manufacturer narrative:
The reported event of noise was confirmed. External insulation abrasion was noted at 7.3-7.5 cm from the connector pin consistent with lead friction to the device can. Full breach insulation degradation was also noted at 4.6-4.7 cm from the connector pin. The cause of the reported event was the insulation abrasion and full breached insulation degradation.

Event description:
It was reported that the patient presented in the emergency room after experiencing syncope. Upon interrogation, the right ventricular exhibited noise resulting in pacing inhibition. The lead was explanted and replaced. Patient was stable during and after the procedure with no adverse consequences.

Manufacturer narrative:
Correction: section results code - the results code - 'friction problem identified' was incorrectly added twice. Results code - 'insulation problem identified' should have been included in the initial report.